Manufacturer narrative:
The device was not returned for analysis. As it could not be determined which of the two clips had detached and resulted in slda; therefore, the lot history record review was performed for both the lots and identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history for both the lots identified no similar complaints from the lot. All available information was investigated, and a cause for the reported slda could not be determined. Tricuspid valve insufficiency/ regurgitation appears to be related to the slda. Tricuspid regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with triclip procedures. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. B3: date of event is estimated.

Event description:
It was reported on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. Two xtw clips (40429r1056 and 31009r1105) were implanted, reducing tr to a grade of 1. Roughly one month later, the patient returned to the hospital and echocardiography showed one of the implanted clips had detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 4. On (B)(6) 2024, a second triclip procedure was performed to stabilize the slda. One clip was implanted, reducing tr to a grade of 2.